Manufacturer narrative:
(B)(4). Results: (arterial/vessel occlusion). Results/conclusions: (moderately tortuous iliacs bilaterally with 40% stenosis).

Event description:
An endurant abdominal stent graft system was implanted in a pt approx 3 years ago for the endovascular treatment of a fusiform, 5.6cm in diameter abdominal aortic aneurysm with a distal diameter of 20 mm at the bifurcation. Calcification was not reported. Iliacs were moderately tortuous bilaterally with 40% stenosis. The right external and right common iliacs had multifocal stenosis, with severe stenosis of the distal right common iliac artery. The aortic neck was 54 mm long, 19 mm in diameter proximally, and 17 mm in diameter distally, with an infrarenal angle of 40 degrees and a suprarenal angle of 35 degrees. It was reported that this pt was implanted with an endurant bifurcated stent via the right side without endoleaks, kinking, or twisting. Approx 3 weeks post-implant, the pt was admitted for back pain and dyspnea and a graft limb occlusion in the bifurcated stent graft and the ipsilateral limb. The investigator assessed that the occlusion is related to the procedure and the device. Twenty-three months ago the pt had a femoral-femoral bypass to treat the occlusion of the right limb. Occlusion was noted again at the 1, 3, and 6 month f/u visits after this procedure. Seven months ago and one month ago, CT scans with contrast showed a continued stent graft occlusion and stent graft thrombosis. No further intervention has been performed. No additional clinical sequelae were reported and the pt is fine. Ref MFR # 2953200-2011-00593.